Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. An angiographic complication of dissection occurred during index procedure.

Manufacturer narrative:
(B)(4). Evaluation results: inherent of procedure (dissection).